Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of a type iiib endoleak due to a lack of relevant imaging; requests were made and no response was received. The procedure-related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be stable with discharge on the first post-operative day following a successful re-line with ovation products. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with ovation ix (main body and two (2) iliac limbs) devices on (B)(6) 2019. The patient was reportedly in stable condition and was discharged one day post operative.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
An afx bifurcated and infrarenal were initially implanted. The routine four (4) follow-up CT revealed a stable aaa with evidence of contrast outside of the stent cage at the bifurcation. The CT was reviewed and compared to prior studies and noted that the contrast was not visible in prior studies. The patient will be brought back for an angio and possible re-line after the new year. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.